Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted without recapture, using a small flexnav delivery system. The native valve was measured to be 21mm annulus diameter, 68.6mm annulus perimeter, 361cm^2 orifice area. Pre-implantation balloon aortic valvuloplasty (bav) was performed, using a 22mm non-abbott balloon. The amount of inflation was adjusted to 20mm prior to use. The implant depth was 6mm at the non-coronary cusp (ncc) and left-coronary cusp (lcc). The mean pressure gradient after the procedure was 7mmhg. A follow-up echocardiogram was performed in 2024 (date unknown) and the patient was discharged after confirming that there was no problem. In an unknown date, the patient was presented to a different hospital after experiencing a fainting episode. On (B)(6) 2024, it was observed in computed tomography (CT) that part of the stent-crown was protruding from the ascending aorta, and hematoma formed from the protrusion part. Emergency aortic valve replacement (avr) and ascending aortic replacement were performed. The patient¿s vitals reported to be stable on (B)(6) 2024.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device malposition, use-related tissue damage, perforation, and hematoma was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there were no issues upon the patient's discharge after the implant procedure. Approximately 3 weeks later, it was observed in computed tomography (CT) that part of the stent-crown was protruding from the ascending aorta, and hematoma formed from the protrusion part. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.